Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis ahs been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down arrow button keypad traces. The insulin pump had minor scratches on the display window, cracked case at the diisplay window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 51 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.